Event description:
User alleged that device user was found on her side about 5 feet from her recliner. She landed on a heating grate which had beneath it a hot water heat exchanger that generated 200 degree temperature. She laid on the heating gate unconscious for several hours. She sustained burns on her arms and shoulder.

Manufacturer narrative:
It does not appear from available info, there was any malfunction of the device. Our records did not indicate a help call was initiated during the time of the event. Per philips lifetime autoalert help button. Instructions for use, (p/n 0940718 rev. 1) p. 4 states: "caution: in certain situations, the autohelp button may not detect a fall. A gradual slide from a seated position such as from a wheelchair-may not register as a fall and would not be detected. If you fall and need help, always push the help button if you are able to." The personal help button had detected other falls from this subscriber. In addition, the button was depressed after the incident and a help call was successfully initiated. In the event, that add'l info is obtained, a supplemental report will be sent.